Event description:
It was reported that during a ptca procedure while attempting to advance the guiding catheter into the vessel the physician torqued the device and the shaft split in two pieces. The proximal piece was removed without incident. A vascular sureon used a bioptome to successfully retrieve the distal portion. During attempts to retrieve the separated portion of the catheter, the illiac artery was perforated. Reportedly, the pt remained stable throughout the procedure.